Event description:
It was reported by the doctor via our sales rep that; a female pt underwent a revision surgery, due to the dislocating of the inner part of the insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.